Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a starclose se device after an unspecified procedure. Reportedly, resistance was experienced during the last 2 cm of sheath splitting. An attempt was made to continue splitting the sheath, but the sheath would not split. The device was removed without the use of any safety release mechanism. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.device (B)(4) (thumb advancement against resistance, contrary to instructions for use).

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned starclose se determined that the device was received partially deployed with the device plunger still in the deployed position and with vessel locator wings (vlw) deployed. The device thumb advancer/delivery tubeset was partially deployed, exhibiting damaged garage leaves, and a partially split sheath. The sheath was damaged along the split length with the damage originating approximately 2.5cm distal of the exchange sheath hub. At the distal end of the device, the sheath was in contact with the deployed vlw, which presented 1 broken vlw and 3 bent vlw. It was determined all broken vlw material was returned and all attachment points were secure. Flex guide carving was detected originating at the proximal end of the flex guide and continued to the termination point of delivery tube deployment. The observed device condition confirmed the reported event. Shaft/flex-guide carving may be caused by, but is not limited to manufacturing, operator technique or anatomical conditions. During manufacturing, the lot is visually inspected for undamaged flex guides and a sampling of completed starclose se units from the lot were functionally and destructively tested to verify proper device operation. The detected flex-guide/shaft carving and the resulting component damage is consistent with a failure to maintain the alignment of the clip delivery components while the plunger and/or thumb advancer is deployed. This results in the distal end of the delivery tube cutting into the flex-guide outer nylon material, resulting in resistance to thumb advancer deployment and damage to the delivery tube and exchange sheath. The starclose instructions for use (IFU) states: do not advance or withdraw the starclose se vascular closure device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the starclose se device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and vessel repair. Additionally, the broken vlw was likely the result of device removal without the use of the safety release mechanisms of the starclose se device. The still deployed plunger confirmed improper removal technique. Per the starclose se IFU: if excessive resistance is experienced during advancement of the thumb advancer, manually collapse the locator wing and remove the device following the steps as outlined within the IFU by utilizing the access port removal mechanism. Based on the investigation, there was no product lot quality deficiency or detected anomaly that may have contributed to the reported event or the damaged condition of the device. The cause for the complaint was incorrect user technique. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there have been no previous incidents reported for a failure to deploy the thumb advancer.